Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 07oct2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer replaced a shorted drawer controller and module controller to resolve the issue. The system functioned as intended after the field service engineer investigated and repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers failed, which hindered users from accessing medication for a patient.the customer stated that many drawers failed and indicated a "device not detected on bus" message on multiple drawers. Attempts to recover the system were unsuccessful.there were no adverse events or injuries reported based on this event.